Manufacturer narrative:
Additional information: section d-6a date implanted: not applicable as the iol was removed and replaced during the same procedure. Section d-6b date explanted: not applicable as the iol was removed and replaced during the same procedure, therefore not explanted. Section h3-81: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the ar40m model intraocular lens (iol) was fully inserted into the patient¿s ocular sinister (left eye) and removed due to ripped iol in the cartridge. Lens stuck in cartridge was confirmed. Another ar40mn002.0 diopter iol was implanted to complete the procedure. There was no patient injury and no medical or surgical intervention. Patient status post-procedure was reported as fine. The suspect iol is not available for return as it was discarded. No further information is available.